Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a company representative indicated that the spinal catheter was out of the intrathecal space. All elements of it were removed and replaced with a new spinal catheter.

Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n198972, implanted: 2009-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that a patient was going to have their drug changed out but the health care provider (hcp) was unable to aspirate the catheter. The patient was admitted to the hospital and a catheter revision was scheduled. The catheter was replaced on 2015-(B)(6). The location of the catheter issue was unknown. The patient had recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated, (B)(4).

Event description:
See manufacturing report (B)(4) for information further contributing to this event.

Manufacturer narrative:
(B)(4).